Manufacturer narrative:
Event year: 2013.

Event description:
A report was received that when a paddle lead was implanted, this caused the patient's shoulder to be drawn down and posterior and caused severe pain when it was in use. The devices were explanted. No further information can be obtained by bsn.